Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient reported coming back with immense pain in the lower back, left groin and left leg. The patient could not bear the pain once the anesthetic wore off and could not weight bear at all. The patient reported spending 8 days in the hospital due to complications post surgery, but was only meant to be in the hospital post surgery for 4 days max. The patient left the hospital with existing pain and still unable to weight bear without assistance, requiring home help for 3months. The patient was kept on strong analgesics for the pain and is still on pain relief. The patient reported the incontinence is worse and the urge incontinence is life changing. The patient now has to push with the hand between the vagina and anus to be able to use the bowels, unless it is runny bowel movement which is more often now. The patient reported needing extensive surgery that may not be possible to remove the mesh due to continued pain and incontinence. No further information is available.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).